Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on available information, a cause of the reported thrombosis was related to pre-existing patient condition. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Two clips were implanted, reducing mr to <1. During retraction of the second clip delivery system (cds), thrombus was noted stuck at the septum where the steerable guide catheter (sgc) entered the left atrium (la). Aspiration was performed as treatment. The activated clotting time (act) was above 250 at all times. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.